Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field b2. Date of death was left blank as date of death was not provided. Note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a ventricular ablation procedure with a decanav electrophysiology catheter and the patient experienced cardiac perforation /cardiac arrest that required cardiopulmonary resuscitation (CPR) and surgical intervention. The patient ultimately died. During the coronary sinus (cs) access portion of the case, the physician was using the lamp 90 sheath and the decanav catheter to try and cannulate the cs. It was very difficult maneuvering but the physician was able to get in the cs but fell out multiple times. It was noticed that the heart rate had significantly dropped and the pressure was starting to drop as well. When the doctor looked with the intracardiac echocardiography (ice) catheter he could clearly see an effusion had happened. They tried to stabilize the patient but were unable to do so with just chest compressions so they decided to do a thoracotomy and get access to the patient's heart to treat. They were able to stabilize the patient and close the tamponade location. The ep (electrophysiologist) had believed he may have dissected the cs but the surgeon said the perforation point was in the right atrial appendage. The physician believed this may have happened during his exchange when switching catheters to cannulate cs. And the patient was heparinized since they were left sided in the procedure. The patient passed away.

Manufacturer narrative:
During the coronary sinus (cs) access portion of the case, the physician was using the lamp 90 sheath and the decanav catheter to try and cannulate the cs. It was very difficult maneuvering but the physician was able to get in the cs but fell out multiple times. It was noticed that the heart rate had significantly dropped and the pressure was starting to drop as well. When the doctor looked with the intracardiac echocardiography (ice) catheter he could clearly see an effusion had happened. They tried to stabilize the patient but were unable to do so with just chest compressions so they decided to do a thoracotomy and get access to the patient's heart to treat. They were able to stabilize the patient and close the tamponade location. The ep (electrophysiologist) had believed he may have dissected the cs but the surgeon said the perforation point was in the right atrial appendage. The patient passed away. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).